Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 30 mmol/l. The customer's blood glucose was 28.9 mmol/l at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The reservoir will not be returned for analysis.